Event description:
The account alleged left coiled cable has had sheathing rubbed off by the brake caster exposing bare wiring. No injuries reported.

Manufacturer narrative:
The account replaced the coiled cable to resolve the issue.